Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for multiple tests. The data for 3 patient samples were provided. Of which one patient had a reportable malfunction for ureal urea/bun (bun), crej2 creatinine jaffé gen.2 (crej2), gluc3 glucose hk gen.3 (gluc3), and ise indirect na, k for gen.2. One patient had a reportable malfunction for gluc3, and ise indirect na, k for gen.2. One patient had a reportable malfunction for ise indirect cl for gen.2. This medwatch will cover the 8000 cobas ise module (double), (B)(4). For patient ID (B)(6), the patient is a (B)(6) year old female with a date of birth that was requested but was not provided. For patient ID (B)(6), the patient is a (B)(6) year old female with a date of birth that was requested but was not provided. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The results from either the primary tube on the same instrument or the primary tube on another instrument were deemed to be correct. The lot information for the sodium, potassium, and chloride electrodes was requested but was not provided. The customer stated that the electrodes are changed monthly and were last changed at the beginning of (B)(6) 2018. The initial and auto rerun results were from aliquots processed by a modular pre-analytical system (mpa). The customer believed that this issue was not caused by the mpa. The customer said that they have other instrument lines attached to the same mpa and have had no issues with the other line. The field engineering specialist was unable to find a root cause. He performed normal instrument checks along with precision testing. The customer performed calibration and qc testing with acceptable results. The extremely high potassium results measured in the mpa cups point to a contamination with potassium ions from an unknown source. In two samples the chloride was also elevated. This points to a contamination with kcl. The contamination came from a liquid causing a dilution effect in the sample. This is evident for the sodium results which showed lower results in the mpa cup. This hypothesis is supported by the fact that the rerun in the primary sample tube gave plausible results. A cause of the apparent contamination could not be determined.

Manufacturer narrative:
The customer stated that they have had further issues. The investigation was unable to find a definitive root cause.